Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited an increase in pacing impedances to 1,567 ohms. At the previous follow up visit, the pacing impedances were 600 ohms. In addition, increased thresholds and noise were noted. The noise was also detected when the patient performed arm movements. A revision procedure was performed; the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular defibrillation lead was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.